Event description:
It was reported that patient enrolled in clinical study underwent a revision on (B)(6) 2003, due to liner disassociation, pain and osteolysis. The biomet head and competitor liner and cup were removed and replaced with biomet head and cup. Patient underwent an additional revision procedure on (B)(6) 2007, due to metallosis, screw fracture, metal debris, and aseptic loosening. The head and cup were removed and replaced with a biomet head and competitor cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. It was reported both screws had loosened and one fractured. It is unknown which screw fractured. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 9 states, "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 7 of 7 mdrs filed for the same event (reference 1825034-2013-01567 and 02053 / 02056 & 03544 / 03545).